Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection with the naked eye identified a hole in the drain bag. The reported condition was verified. The cause of the condition could not be determined; however, due to the location and size of the hole, it is possible that the hole was caused by excess solvent on the tubing or port most likely occurred during assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets leaked from an unspecified location. This was observed during priming of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.